Event description:
Patient returned to surgeons office complaining of pain following orif of the tibia. An x-ray was taken and revealed the 3.5 mm lcp medial distal tibia plate had broken. The patient was not revised at this time. Patient returned for a second follow up and another x-ray was taken revealing the plate broke a second time. The patient was showing healing on the x-rays. It is believed the patient underwent revision.

Manufacturer narrative:
Synthes is unable to determine the manufacturing date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.